Event description:
Rowan clinical study. It was reported that the subject experienced vomiting requiring prescription medication. On (B)(6) 2024 treatment with therasphere was performed. Therasphere was administered to the liver selective through the femoral artery. Three dose vials were administered. Total administered activity was 4.29 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y-90 on tumors. Lung dose calculation was 8.6 gy. On (B)(6) 2024 one day post therasphere administration, the subject experienced vomiting. The event was treated with levogastrol (25mg/ daily). It was further reported that the vomiting resolved on (B)(6) 2024.

Manufacturer narrative:
Amended fields: b5. H6 - evaluation method codes, evaluation conclusion codes. ------------------------ a1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 62 years old at the time of study enrollment. A4 - weight: 76.2 kg.

Manufacturer narrative:
Amended fields: b5. A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 62 years old at the time of study enrollment. A4 - weight: 76.2 kg.

Event description:
It was reported via study that the subject experienced vomiting requiring prescription medication.on (B)(6) 2024, treatment with therasphere was performed. Therasphere was administered to the liver selective through the femoral artery. Three dose vials were administered. Total administered activity was 4.29 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y-90 on tumors. Lung dose calculation was 8.6 gy.on (B)(6) 2024, one day post therasphere administration, the subject experienced vomiting. The event was treated with levogastrol (25mg/ daily).it was further reported that the vomiting resolved on (B)(6) 2024.it was further reported that the vomiting resolved on (B)(6) 2024, previously reported to have resolved on (B)(6) 2024.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 62 years old at the time of study enrollment. A4 - weight: 76.2 kg. D3 & g1 - manufacturer address 1: chapman house, farnham bus park. D3 & g1 - manufacturer zip/postal code: gu9 8ql.

Event description:
Rowan clinical study. It was reported that the subject experienced vomiting requiring prescription medication. On (B)(6) 2024, treatment with therasphere was performed. Therasphere was administered to the liver selective through the femoral artery. Three dose vials were administered. Total administered activity was 4.29 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y-90 on tumors. Lung dose calculation was 8.6 gy. On (B)(6) 2024, one day post therasphere administration, the subject experienced vomiting. The event was treated with levogastrol (25mg/ daily).